Manufacturer narrative:
No patient involved. Other relevant device(s) are: product ID: 9733622, serial/lot: unknown. Unique device identifier (UDI) is unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the staff cart monitor is unusually dark. The site is considering an upgrade to an s8 system. They are not interested in service at this time. There is no patient present at time of event.